Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed on sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (indicating storage state). No insertion failures were observed. Clinical and historical data logs are empty and contain no valid glucose data which is evidence that user did not activate the sensor. Therefore, issue is not confirmed due to use all pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced fever, a loss of consciousness and was unable to self-treat, requiring third-party (wife) administration of apple juice. Customer was admitted to the hospital on april 9, 2023, as of april 14, 2023 customer was still admitted in hospital. Customer reported unspecified treatment from healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced fever, a loss of consciousness and was unable to self-treat, requiring third-party (wife) administration of apple juice. Customer was admitted to the hospital on (B)(6) 2023, as of (B)(6) 2023 customer was still admitted in hospital. Customer reported unspecified treatment from healthcare professional. There was no report of death or permanent impairment associated with this event.